Event description:
Luer lock came off at the end of treatment; no blood loss.

Manufacturer narrative:
Avf joint detached from tube during disconnection of avf needle from fmc bloodline at the end of dialysis process. End-user did not see any air pocket at bonding area before usage. No air embolism during treatment. Usually, end-user holds avf female connector/joint and twist the pt male connector for connection and disconnection. Review of preserved samples: performed visual inspection on appearance of preserved samples (n=5ea). No air pocket, white patches, insufficient bonding or poor insertion was observed. Performed joint to tube pull strength test on preserved samples (n=2ea). Avf joints to tube pull strength were 8.8 kgf & 9.4 kgf. (Jmss qc specification joint + tube pull test specification: >6 kgf.) Review of device history records (DHR): the records were checked and no discrepancy was found. No process deviation and rework was associated to this product lot. Possible root cause: such complaint reported case (avf joint detached from tube) might relate to insufficient coating of adhesive onto tube-avf joint bonding area. Based on the production traceability, all the tube-avf joints were bonded by auto-bonding process on hb machine #4. Misalignment of adhesive coating pin might lead to uneven coating of adhesive onto coating chuck, as a result, insufficient coating might occur and causing poor insertion of avf joint to tube. Production inspector might have overlooked the defect during 100% inspection. Corrective actions: by the end of dec '07, production will convert the auto-bonding process on hb machine #4 to manual bonding process which is using validated coating jig. Manual coating is more efficient in terms of coating consistency and coating length. On 26-nov-07, briefed all related operators and inspectors to increase their awareness for the defect during assembly process and inspection.